Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 75% stenosis, tortuous). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 75% stenosis tortuous). (B)(4).

Event description:
The physician attempted to deliver an integrity over the wire stent to the rca, which was reported to be a tortuous lesion with 70% stenosis. The lesion was pre-dilated. It is reported that resistance was felt while advancing the device towards the lesion the integrity stent failed to cross. Damaged struts were evident upon removal of the device. Another integrity stent was placed successfully. Device evaluation the stent was positioned between the marker bands as per specifications. The 13th proximal stent segment was raised and deformed.